Event description:
Hosp personnel were pacing a pt with the device. According to the reporter, the device's display blanked while pacing pt. No adverse affects were reported as a result of the alleged malfunction.